Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that results positive when using the simplexa covid-19 direct assay, but negative on competitor assays (cepheid genexpert and seegene). Run files from the initial simplexa assay were not provided. The customer communicated that even after a "deep clean of pipettes and cabinet" the customer was getting false positives even with their utm. Cleaning instructions from the instrument user manual were provided to the customer. Following decontamination of the instrument and work bench, no further false positives occurred. The customer ran a negative control and no false positives occurred. It is likely environmental contamination caused the false positive results. Retain testing is no longer possible since the kit lot x8079n expired on 10/31/2020, but based on the information provided, the suspected false positives are likely caused by environmental contamination. Batch record review showed the critical component, reaction mix mol4151, lot# x8079n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8708n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples that results positive when using the simplexa covid-19 direct assay, but negative on competitor assays (cepheid genexpert and seegene). The customer confirmed the alleged false positive result was not reported to a diagnosing physician due to the discrepancy with the competitor assays and no alleged harm occurred. Other patient information and patient sample collection method was not provided.